Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a fault code was noted when it comes to this implantable cardioverter defibrillator (ICD). A review by boston scientific technical services (ts) noted that the fault code is related to a capacitor discharge into the internal dumpster exceeded a time limit. The device may not deliver the programmed energy and should be replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that the device was replaced and will be returned. No additional adverse patient effects were reported.